Event description:
It was reported that this pacemaker exhibited far-field oversening of the ventricular signal on the atrial channel. Technical services was consulted and provided programming recommendations. The patient is to be seen in clinic for device optimization later in the day. At this time, the pacemaker system remains in-service. No adverse patient effects have been reported.